Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that dirt/cardboard in sterile supply container after surgical tech took supply. Tech notified of contaminated supply. Supply discarded prior to being placed on back table. Therefore, there was foreign material found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: noticed dirt/cardboard in sterile supply container after surgical tech took supply. Tech notified of contaminated supply. Supply discarded prior to being placed on back table. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the paper tape was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. E1: initial reporter postal code was updated.

Event description:
It was reported that dirt/cardboard in sterile supply container after surgical tech took supply. Tech notified of contaminated supply. Supply discarded prior to being placed on back table. Therefore, there was foreign material found inside the sterile packaging.